Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seals were broken, but the device appeared to be in good condition. The device's event history log was reviewed for evidence of the reported problem and found ?force sensor background test" error in the log. To conduct functional testing the device was powered on. Upon start up, the reported problem was duplicated. To address the issue the plunger cable was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited a force sensor background test error, patient involvement is unknown. No adverse patient effects were reported by the customer.